Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that there was noise on the right atrial (ra) lead electrogram (egm). Upon review it was thought the noise occurred while the lead was implanted. A little over a year and a half later the ra lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and noise. A revision procedure was performed where the lead was extracted. During the procedure the helix would not retract. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.